Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this local rep contacted boston scientific's technical services (ts) to report that the top incision involving this chronic electrode had not closed and the physician was concerned about possible sepsis. The pt is undergoing dialysis and has a dialysis port. Because the pt has been non-compliant with antibiotics, the physician felt that the pt was at high risk for infection. A small segment of the electrode was sent for cultures. The results were not known at this time. Pt had been started on oral antibiotics prior to the replacement procedure. The pt was presented back to the electrophysiology (ep) lab and the chronic electrode was replaced. The replacement electrode was positioned on the right side of the sternum utilizing a "two-incision" technique. The physician was planning to utilizes the chronic device since the clinical observation involved the electrode incision site only. However, multiple attempts to connect to the replacement electrode to the chronic device were unsuccessful despite the use of an ep lab resterilized bi-directional torque wrench and a non-directional screwdriver (model#6501 wrench kit). A model #6628 bi-directional torque wrench was opened and placed on the sterile field but not used. A replacement device was successfully connected to the replacement electrode when the packaged bi-directional torque wrench was used. The replacement device was implanted in the same pocket site as the chronic device.